Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9099929 d.4. Medical device expiration date: 2024-04-30 h.4. Device manufacture date: 2019-04-09 d.4. Medical device lot #: 9057844 d.4. Medical device expiration date: 2024-02-29 h.4. Device manufacture date: 2019-02-26 h.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number for needle clog. H3 other text : see h.10

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that there was no insulin flow during priming. Verbatim: spouse of consumer reported no insulin flow when priming. Stated, her husband goes through,4 or 5 needles before one works incident date unknown.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: it was reported that there was no insulin flow during priming. Verbatim: spouse of consumer reported no insulin flow when priming. Stated, her husband goes through,4 or 5 needles before one works discarded box and could only provide item# 320119. Lot: unknown incident date unknown

Manufacturer narrative:
Lot information provided through samples received. New investigation completed multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 9099929. D.4. Medical device expiration date: 2024-04-30. H.4. Device manufacture date: 2019-04-09. D.4. Medical device lot #: 9057844. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2019-02-26. H.6. Investigation summary: customer returned (73) used 31gx5mm bd pen needles from lots 9057844 and 9099929. Spouse of consumer reported no insulin flow when priming. All 73 returned pen needles were examined and the following was observed: - 9 pen needles with bent non-patient end (npe) cannulas - 1 pen needle with a broken npe cannula - 63 pen needles with straight npe cannulas out of the 63 pen needles with straight npe cannulas, 30 were selected and tested for flow using a test pen injector: all 30 tested pen needles were able to expel properly. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). No evidence of manufacturing defect was observed on the returned pen needles. Since all 73 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error when attaching the pen needle to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 7 january 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to an unknown lot number for needle clog.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no. 320119 batch no. Unknown. It was reported that there was no insulin flow during priming. Verbatim: spouse of consumer reported no insulin flow when priming. Stated, her husband goes through,4 or 5 needles before one works discarded box and could only provide item# 320119. Lot: unknown. Incident date unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g has been found experiencing inability to prime during use. The following has been provided by the initial reporter: material no. 320119 batch no. Unknown. It was reported that there was no insulin flow during priming. Verbatim: spouse of consumer reported no insulin flow when priming. Stated, her husband goes through,4 or 5 needles before one works discarded box and could only provide item# 320119. Lot: unknown. Incident date unknown.